Event description:
On (B)(6), 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine at the time of the alleged issue. The patient denied developing symptoms; however, on the evening of (B)(6) 2013, the patient reportedly visited the emergency room (ER) and was administered insulin (type/ amount not specified). The patient obtained a blood glucose result of "93 mg/dl" with the ER/ hospital meter. There was no indication of misuse. The cca was not able to walk the patient through resolving the alleged issue. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.